Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event was cause due to a disconnection in the liquid crystal display (lcd) panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the monitor showed image noise due to a disconnection in the liquid crystal display (lcd) panel. There was no patient involvement